Event description:
Surgeon identified loose ijs construct 10 days post implantation.

Manufacturer narrative:
No device problems were identified. Revision procedure was completed successfully and no further issues have been identified. The IFU states "if the locking screws or the axis pin is not fully tightened, the construct may loosen, shift, and/or disassemble." As per witness, it was stated that the surgeon did not properly tighten the construct which contributed to malfunction post-implantation.